Event description:
Caller alleged false negative hcg results for one pt. Results as follows: pt presented to doctor's office to find out if pregnant. Fresh urine sample was used; not first morning. Quantitative serum hcg results: 89 miu/ml. Last menstrual period: unk.

Manufacturer narrative:
Investigation pending.